Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provided a lot number or any identification traceable to the mfg documentation. An investigation has been previously conducted which shows no evidence of tass related to this product. All lots were released according to the required specs. The product investigation could not identify a root cause for the reported complaint. It is unclear how the product could have contributed to this event. (B)(4).

Event description:
A customer reported toxic anterior segment syndrome (tass) after surgery. The pt has been assessed and the infection is under control and symptoms are improving following unspecified medical treatment. It was noted that the surgeon used preservative free adrenaline as an additive to the balanced salt solution (bss) used at the time of surgery.